Manufacturer narrative:
The pump passed the displacement test and self test. However, pump error 63 alarm (variable info = 03) confirmed in the pump history file due to broken trace at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.